Event description:
A medtronic representative reported that while in synergy spine, the software exited to the blue start-up screen, two times. Following trouble-shooting, they re-started the stealthstation s7 system and it worked fine. The surgeon was able to complete the surgery with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Per (B)(4) law, it is not permitted for facilities to provide patient demographic information for any reason. No parts or files have been received by the manufacturer for evaluation.